Manufacturer narrative:
The subject device was returned to olympus china but has not been returned to omsc. Olympus (B)(4) checked the subject device and found the camera cable break which caused no image. However omsc confirmed that the error e311 which indicated the white balance has not been set was displayed at the inspection based on photos taken by olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the image of the subject device was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, omsc determined there was the possibility this phenomenon was attributed to the communication failure between the subject device and the video processor due to the damaging electrical circuit of the subject device by water ingress through the hole of the camera cable. The hole of the camera cable might have occurred to be made by reprocessing or storing with tweezers, forceps, scalpels and so on. If additional information becomes available, this report will be supplemented.